Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the tip of the probe broke off in knee. The tip was retrieved and another probe was used to complete the case.